Manufacturer narrative:
Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test due to motor/force sensor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got insulin flow blocked alarm. The customer¿s blood glucose level was 300 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.